Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab) blood was seen and a rupture was suspected. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.

Event description:
N/a

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter. No blood was observed inside the iab catheter. The pressure and extender tubing were also returned. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared an underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).